Manufacturer narrative:
On january 09, 2026, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On january 19, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 11, 2025, mentor received additional information: the ruptured implant was not diagnosed pre-operatively, it was discovered during the exchange surgery. Event description update: the patient had complained that her implants sat out to side. During a physical exam, she was noted to have a high, tight, and boxy left breast. She was diagnosed left breast baker grade iii capsular contracture and bilateral implant malposition during a physical exam. Furthermore, during the exchange surgery, a ruptured left implant was discovered. There were no reported procedural delays or patient harms/consequences due to the finding. Reason for device explant and/or reoperation: migration. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant with left breast baker grade iii capsular contracture by a medical professional using the patient's symptoms. As a result, the patient underwent bilateral implant exchange with mentor gel implants on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).